Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device ii (cxd). The care giver (cg) stated they were having a difficult time using the cxd. The cg and home patient were confused about what was happening, so the cg stated they planned to contact the peritoneal dialysis (pd) registered nurse (rn) for further assistance. The cg would call back with any problems. The patient's wife called back on (B)(6) 2010 stating a leak in a bag occurred because of a bad connection made by the cxd. The wife stated they got a new cxd from the clinic and haven't had this problem since. There was no patient injury or medical intervention indicated at the time of the reported incident. The cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). No sample was available.